Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of tecnis 1 multifocal (zmb00u0215) in the patient's right eye, the lens had to be removed because of the condition of the patient''s eye; it did not fit properly. The report indicated another lens was not implanted during the procedure. In follow up it was learned that a a capsule tear and vitretomy were performed. The intraocular lens was discarded at the facility.